Event description:
It was reported that during the procedure, after the xact stent was implanted in the left internal carotid artery, during removal of the xact stent delivery system, the open emboshield nav6 was inadvertently withdrawn through the xact stent and into guide catheter. There was no damage to the xact stent. The device was removed. A second emboshield nav6 was opened, but was not used due to a white powdery residue that was found on the device. A third emboshield nav6 was used to complete the procedure. Two days after the procedure, the patient had a flaccid right hand accompanied by headache, but she did not seek medical attention at the time. Brain MRI performed approximately 1.5 months post procedure, found evidence of an old left occipital cerebrovascular accident (cva). This event was classified as a transient ischemic attack, although the symptoms are continuing and improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - removing filter from anatomy without retrieval catheter and removing from anatomy through newly deployed stent, contrary to instructions for use. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. It was reported that the emboshield nav6 was inadvertently withdrawn into the xact stent and the filtration element was pulled into the guide catheter without a retrieval catheter. It should be noted the precautions section of the emboshield nav6 embolic protection system instructions for use (IFU) states: if the filtration element moves into the stent segment prior to retrieval, do not retrieve within the stent. Advance the rx retrieval catheter so that its tip opposes the proximal portion of the filtration element and gently push the filtration element distally until it is situated in an unstented portion of the vessel. Additionally, the device retrieval section of the IFU states: pull on the tightened torque device to retract the barewire filter delivery wire until the filtration element is fully enclosed in the radiopaque expandable tip. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. The xact stent and the other emboshield nav6 are each being filed under separate MFR numbers.